Event description:
A customer reported failed thyroid stimulating hormone (tsh) api (american proficiency institute) proficiency testing on the aia-900 analyzer. The customer confirmed calibration and quarterly maintenance were performed one month prior to testing. There were no quality control (qc) issues and no issues with other assays. Technical support specialist (tss) noted the assay lot d617273 was set to expire on 31may2024 and sent the customer a new lot test cups as well as mac qc (multi analyte control) for analysis.

Manufacturer narrative:
A technical support specialist (tss) followed up with the customer at a later date by phone and the customer confirmed receipt of the new test cup lot d917290 thyroid stimulating hormone (tsh) test cups as well as mac (multi analyte control) quality control (qc). The customer retested for tsh api (american proficiency institute) proficiency using the new test cup lot and results passed within acceptable range. The customer also stated all quality control passed within acceptable range. No further action required by technical support. The aia-900 analyzer is operating as expected. A lot history review was performed for similar complaints was performed for the tsh test cup lot d617273. There were no similar complaints identified during the search period. A complaint history review and service history review through aware date of event for similar complaints was performed for serial number (B)(6). There were no other similar complaints found during the searched period. The st tsh analyte application manual states the following: limitations of the procedure for diagnostic purposes, the results obtained from this assay should be used in conjunction with other data (e.g., symptoms, results of other tests, clinical impressions, therapy, etc.). Using st aia-pack tsh, the highest concentration of thyroid stimulating hormone measurable without dilution is approximately 100 iu/ml, and the lowest measurable concentration is 0.03 iu/ml (assay sensitivity). Although the approximate value of the highest calibrator is 100 iu/ml, the exact concentration may be slightly different. The assay specification, assay range high, should be defined as the upper limit of the assay range, 100 iu/ml. Although hemolysis has an insignificant effect on the assay, hemolyzed samples may indicate mistreatment of a specimen prior to assay and results should be interpreted with caution. Lipemia has an insignificant effect on the assay except in the case of gross lipemia where spatial interference may occur. Specimens from patients who have received preparations of mouse monoclonal antibodies for diagnosis or therapy may contain human anti-mouse antibodies (hama). Such specimens may show falsely elevated values when tested for thyroid stimulating hormone. Certain medications may interfere with assay performance. Specimens from patients taking medicines and/or medical treatment may show erroneous results. All results should be interpreted with respect to the clinical picture of the patient. For a more complete understanding of the limitations of this procedure, please refer to the specimen collection and handling, warnings and precautions, storage and stability, and procedural notes sections in this insert sheet. The most probable cause of the reported event could not be established.